Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging a carton information issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up # 1 ¿ (10/17/2013) the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and found to have the closure seal broken on strip carton. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up (1/27/2014)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on 1/13/2014 with the following findings: further investigation was conducted in regards to the broken seal of the test strip vial. Failure investigation concluded that the seal had been open by a sharp object such as a knife. This could have occurred during manufacture as part of a rework process or once the product left lifescan's control. The occurrence of the defect is very low. A DHR review did not identify any rework activity that would have resulted in this issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.